Event description:
The patient has a "hard fall" four months prior, and subsequently experienced shocking and jolting sensations at the lead location. Further information is being requested from the hcp.